Event description:
It was reported that during a procedure, an m.blue plus was implanted together with an m.scio. Symptoms are appeared, the m.blue plus was removed and the ventricular catheter exit site and the peritoneal catheter exit site were closed with plugs. The surgeon considered that the patient need no longer a shunt. The explanted valve was handed over to the patient's family. At the weekend, the patient's symptoms worsened and she was admitted to a hospital in innsbruck. In the meantime, the patient has been transferred to berlin for further treatment. No data on the serial/lot number, the correct article number or the current location of the explant are available.

Manufacturer narrative:
Manufacturing site evaluation: the request for further information is still ongoing. Should relevant additional information/investigation results become available, a supplementary medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: we were unable to investigate the m.blue plus as we did not receive a product for further analysis. No malfunction of the m.blue plus was reported to us. The product was explanted as the patients did not require further treatment with a valve. The complaint process is now closed with the writing of this letter.

Event description:
The product was not sent to the manufacturer for investigation.